Manufacturer narrative:
The reagent lot number is 75546501. The expiration date is 31-jan-2025. The investigation reviewed the last calibration (on autocalibration) performed on 07-dec-2023; the results were within specifications. The investigation reviewed the qc data; the results were within specifications. The investigation reviewed the alarm trace. The trace contained "sample foam detection" errors. These are indicators of possible poor sample quality. The field service engineer (fse) inspected the analyzer and found the rinse level too high causing an overflow. The fse then adjusted the rinse water levels and verified the analyzer's performance by a 21-cup precision check. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium (ca2) assay results from two patient samples tested on the cobas pro c 503 analytical unit. The initial results were reported outside of the laboratory. The results were deemed critical prompting the rerun of the patient samples on their other c 503. Sample ID: (B)(6). The initial result from the analyzer was 7.8 mg/dl with a data flag. The repeat result from the other analyzer was 9.82 mg/dl. Sample ID: (B)(6). The initial result from the analyzer was 7.6 mg/dl with a data flag. The repeat result from the other analyzer was 9.34 mg/dl. The repeat results were deemed correct.